Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to the "unable to exclude device problem.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. It was also mentioned that the patient was not feeling well and has been experiencing exhaustion. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and no adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. It was also mentioned that the patient was not feeling well and has been experiencing exhaustion. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and no adverse patient effects reported.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. It was also mentioned that the patient was not feeling well and has been experiencing exhaustion. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and no adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.